Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the malfunctions could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the scope mount, adhesive on the free-lock lever, and flooding in the main body. There was no patient involvement.